Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed due to the device manufacture occurring more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of the moisture is likely due to wear resulting from increased usage over a long period of time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that there was moisture the device tubing. Additionally was found that the pump did not reach the pump pressure specified by the manufacturer, the color of the bottom plate is peeling off, the feet are heavily worn, power switch was cracked, and the socket was worn out. The user¿s complaint of connector plug being loose was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for the issue of connector plug being found to be loose during reprocessing. There is no patient involvement and no reported harm to any patient. Upon inspection for repair, it was noted that there was moisture in the tubes. This medwatch is being submitted for the reportable issue of the moisture in the tube found during inspection for repair.